Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead, which was pacing the his bundle, had high threshold. The lead was reprogrammed and remains in use; additionally, another lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the threshold continued to rise. The lead was ultimately capped and not replaced as the patient was downgraded to an implantable pulse generator (ipg).